Manufacturer narrative:
(B)(4). Evaluation of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, during the needle plunger retraction, a posterior cuff-to-needle tip detachment occurred as evidenced by damaged posterior cuff tabs and posterior needle barb. This could appear very similar to the reported cuff miss. Inspection of the returned suture revealed that the suture knot was properly formed, but there were scratches at approximately 4 inches from the proximal end of the rail suture and posterior needle tip. This indicated that the suture had been dragged inside the device after the posterior cuff and needle tip successfully traveled through the pre-tied knot. Suture drag could create resistance to retracting the needle plunger, which could subsequently result in cuff-to-needle tip detachment. During testing, the plunger was reinserted and retracted successfully without any observable resistance. Internal inspection found there were no abnormal observations that could contribute to the suture drag during plunger retraction. Based on the investigation findings, the root cause for the suture drag and subsequent posterior cuff to needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and a second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Proglide device#2 (part 12673-03; lot 950146h), will be filed under a separate medwatch MFR number. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.